Event description:
It was reported that, failed tibia component left tka.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat #72-2-0710 lot #89548101 description: scorpio cr tib insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's event.